Manufacturer narrative:
Tracking #.48492. Ees #.980194/j. D5; h4: info not available, device not returned for analysis.

Event description:
It was reported the ems was used during a laparoscopic hernia repair. It was reported by the affiliate the device jammed after two staples fired. There was no consequence to the pt.